Event description:
Ous MDR. It was reported that about 36 months after the implant oversensing with artifacts resulting in aborted shocks was noted. After the patient received an inappropriate shock on the (B)(6) he was admitted to the hospital. The product was not returned.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data, comprising a home monitoring report of (B)(6) 2016 have been analyzed. Confirming the clinical observation noise was observed in the right ventricular channel of episode 13 to 16, leading to multiple charging cycles. Besides that, the data showed no anomalies. Based on the information available for analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.